Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records show that the cobalt and chromium levels were elevated. The patient was revised, and a pseudotumor along with gray discolored tissue was found within the joint. The stem and locking mechanism were found to be intact. Upon completion of the surgery, the rom was maintained and stable. The liner and head were exchanged. Post revision lab reports show the cobalt and chromium levels were still elevated. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown versys head, unknown m/l taper stem. Multiple reports were submitted along with this report 0001822565-2021-02226. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to unknown reasons approximately 9 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.